Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic screen while in use on a pt. The pt was not harmed in injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui cpu and gui blacklight pcbs. The unit passed extended self-testing.